Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an unknown issue with the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an unknown issue with the cgm was confirmed by the findings of a signal loss. A root cause could not be determined via log review.